Manufacturer narrative:
Visual review of the provided photographs identified the following: the pin was missing in the closed tube. There is no tamper evident seal on the product, therefore it cannot be confirmed this product left zimmer biomet nonconforming. No further evaluation is possible with the images provided. The packaging of a modular flex drill bit was returned. Visual evaluation identified the following: the tube did not contain the drill bit. The blue caps were correctly attached with foam end cap inside the tube. There was no damage to the tube or caps. No further evaluation could be performed with the returned product. Review of the device history records and receiving inspection report identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the reported event is related to packaging process that is performed at zimmer biomet. Review of the rir confirmed that all products of the lot were accepted by zimmer biomet. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. No products in the package. Attempts have been made and additional information on the reported event is unavailable at this time.